Event description:
The infusion pump was rec'd at svc facility with a note attached indicating that the pump was on a pt and was "running too fast". No add'l pt or clinical info was able to be rec'd from the hosp. No pt injury was reported.